Event description:
A report was received that the pt had a pocket revision, because the pt had lost weight and the pocket was protruding through skin. During the revision, the physician chose to replace the ipg as he didn't want to risk infection. The pocket was moved to the other side of the body. The pt is reportedly doing well.

Manufacturer narrative:
The device will not be returned to bsn for eval as it was discarded by the medical facility.